Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the pump date and time were incorrect; cause was unknown, and a continuous glucose monitor error 42 occurred. Customer¿s blood glucose level was 194 mg/dl. Reportedly, customer reset the pump to resolve the issue.